Event description:
It was reported that stent damage occurred. The 90% stenosed, 30mm x 3.75 mm target lesion was located in the severely tortuous and calcified middle left anterior descending artery. A 3.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was kinked. The procdure was completed with different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section of the stent were lifted from their crimped position. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found a polymer extrusion kink located at 225mm proximal to distal tip. An examination (visual and via scope) of the distal tip found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 30mm x 3.75 mm target lesion was located in the severely tortuous and calcified middle left anterior descending artery. A 3.50 x 32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was kinked. The procedure was completed with different device. No patient complications were reported and the patient's status is stable.